Event description:
Pt had withdrawal symptoms, including hallucinations. He ignored the symptoms for a few days and finally went to the emergency room. The neurosurgeon believed the problem was caused by a catheter issue. A new catheter was implanted. A portion of the problem catheter was removed. The remainder is still in pt, but is not being used. The pump replaced with larger capacity one to increase the time between refills. The pt was reported to be in good condition after the replacement.

Manufacturer narrative:
The pump and a portion of the catheter were returned. No anomalies were found.